Event description:
The device was used during a laparoscopic hernia repair procedure. It was reported by the affiliate that a piece of the black plastic ring fell out or sheered off when removing the device through a storz 12mm reusable trocar. The piece of ring is still in the pt. It was reported by the affiliate that a possible reoperation may have to be performed.

Manufacturer narrative:
H6; cpode 100: clam shell sleeve. Visual inspections and results: articulation: yes; cartridge batch number: ckw0436; precock functional: yes; rotation: yes; staple count: 13; swivel: yes. Functional tests and results: cycled the instrument: yes; test cartridge batch number: n/a. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the clamshell sleeve had broken during surgery, making the instrument non functional. The instrument was received with the clamshell sleeve broken off and it was not returned, and could not be examined to determine the cause. The instrument was cycled but would not fire a staple due to the broken off clamshell sleeve, which allowed the cartridge to protrude from the attachment. No conclusion could be reached as to what may have caused the clamshell sleeve to break. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. The articulation clam shell sleeve and articulation assembly may become damaged or compromised, if the unit it not articulated to zero degrees when removed from the trocar.